Event description:
It is reported the screw broke. However, the broken screw has had no affect on the patient and will not be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.